Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display. Device received with cracked keypad overlay at select button, and scratched display window. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was tested using a test battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had scratches on the screen to the point that they did not read some parts of it. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. Customer stated insulin pump had replace battery alarm and they received low battery alert prior to the replace battery alarm, also battery life was shorter. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.